Event description:
During a follow up call on (B)(6) 2011 regarding the patient's hospital visit, the facility nurse stated the patient was seen at the emergency room on (B)(6) 2011 and was diagnosed with peritonitis. The rn stated the peritonitis was related to touch contamination. Unknown antibiotics were administered. The hp has continued to perform therapy successfully. The rn stated the hp has had no further injuries or medical intervention. It is unknown if the patient was hospitalized. It is unknown if the patient was retrained regarding aseptic technique. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h11e11052 and h11g15091) with no defects noted. The cause of the peritonitis was breach in aseptic technique and was confirmed based on information provided by the nurse. The assignable cause was use error - poor aseptic technique. Baxter has conducted a trend review and found that similar reports have been received. A labeling review was performed and no issues with the product labeling were identified that would contribute to the reported problem.